Event description:
It was reported that the stent (subject device) was selected for the medical procedure. However, the stent could not be advanced distally within the microcatheter thus the physician attempted to withdraw the stent. During withdrawal the stent got deployed within the microcatheter. The subject device was replaced along with the microcatheter, and the procedure was completed successfully. No clinical consequences were reported to the patient.

Event description:
It was reported that the stent (subject device) was selected for the medical procedure. However, the stent could not be advanced distally within the microcatheter thus the physician attempted to withdraw the stent. During withdrawal the stent got deployed within the microcatheter. The subject device was replaced along with the microcatheter, and the procedure was completed successfully. No clinical consequences were reported to the patient.

Manufacturer narrative:
D4 ¿ expiration date ¿ added, d4 ¿ gtin ¿ added, d9 - product available to stryker - updated, d9 - returned to manufacturer on - updated, h3 - device evaluated by mfg ¿ updated, h4 ¿ manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned, deployed within the strain relief of the microcatheter. The stent was noted to be damaged and broken/fractured. The fracture occurred during its retrieval from the microcatheter. The stent delivery wire (sdw) was found to be kinked/bent. The stent introducer sheath distal tip was. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿stent deployed prematurely during use' was confirmed during device analysis. The reported event of 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that 'while delivering the stent to the lesion site, the stent could not be advanced distally at a position approximately 20 cm from the tip of the microcatheter. The physician repeatedly attempted to advance it distally but failed, so they withdrew the delivery wire of the stent to try advancing it again. However, during the withdrawal process, the stent became deployed inside the microcatheter. The physician had no choice but to withdraw the entire system and completed the procedure by replacing it with a microcatheter and stent of the same model'. The device was returned for analysis, and it was noted that the stent had deployed inside the lumen of the microcatheter and was no longer loaded on the stent delivery wire (sdw). The stent was located under the strain relief section in the proximal end of the microcatheter. The microcatheter needed to be cut open to remove the stent and the stent was broken/fractured during this process. This damage will not be coded for as it occurred during device analysis. However, the stent was also noted to be deformed. The introducer sheath was also returned for analysis and the distal end of the sheath was deformed (slight kinking). The stent delivery wire (sdw) was returned for analysis and was noted to be kinked/bent. On this occasion it appears that the stent could be advanced within approximately 20cm of the microcatheter distal tip before resistance was noted. This ability to advance the stent without issue to the distal end of the microcatheter is not typically associated with stent transfer difficulty. It is more likely that, due to some unknown procedural and/or anatomical factors, the user experienced resistance while advancing the device though the distal section of the microcatheter and, due to this resistance, the user applied force to try and advance/retract the device through the microcatheter resulting in the damage noted. Furthermore, when attempting to retract the stent, the delivery wire slipped out of the stent, leaving the stent deployed inside the proximal section of the microcatheter. Based on the review of all available information the reported event ¿stent deployed prematurely during use¿, ¿stent difficult/unable to advance or pullback through catheter¿ as well as the analyzed event of ¿stent deployed prematurely during use¿, ¿stent introducer sheath distal tip damaged, ¿sdw kinked/bent¿ and ¿stent deformed¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.